Event description:
It was reported that a field nurse was working with a cadd-ms® 3 ambulatory infusion pump and the pump spontaneously restarted and lost its previous programming. The tubing of the pump was being primed by the pump at the time of the event. It was reported that no other information was known. No injury was reported.